Event description:
It was reported via user medwatch mw5155117 that catheter removal difficulty occurred. The patient presented with a st-segment elevation myocardial infarction (stemi). The 70% stenosed target lesion was located in the minimally tortuous and non-calcified right coronary artery. Thrombus was noted and a 4.50 x 32mm synergy megatron drug-eluting stent was deployed for 30 seconds at 20 atmospheres. However, upon deflation, the stent balloon became difficult to remove. The physician then pulled back negatively twice, deflated the balloon for 69 seconds, and successfully removed it. The stent balloon did not pull through the guide and everything had to be removed. The procedure was completed without affecting patient care but did delay further necessary stenting. The stent itself was deployed without issue. The patient returned to the floor with timi 3 flow. No other complications were reported.